Manufacturer narrative:
(B)(4) product was used after its 14-day reuse period. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, and failure mode and effects analysis (fmea). The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required or performed as the issue was not related to product function or manufacturing. The trend for the product malfunction code of "procedure related" was assessed from october 2014 through september 2015 and did not reveal a significant trend. The fmea revealed the risk priority number (rpn) scores are considered to be within acceptable limits. Retain testing was not performed as the lot number is unknown and the issue was not related to product function or manufacturing. Assignable cause is identified to be failure to follow instructions. The instructions for use (IFU) state the product must be discarded after the 14-day reuse period even if the cidex® opa solution test strip indicates a concentration above the minimum effective concentration (mec). Asp has not performed validations for the efficacy of product over the 14-day reuse period. Therefore, anything greater than the 14-day reuse period is considered expired product. The technical service representative (tsr) provided customer education regarding the issue over the phone. Review of tracking and trending data did not reveal a trend. No further investigation is necessary at this time.

Event description:
A customer reported using cidex&#59407;pa solution after its 14-day reuse period. The load was released but was later recalled and reprocessed before it was used on a patient. There were no serious injuries reported. Per the instructions for use (IFU), it states cidex opa solution must be discarded after its 14-day reuse period even if the cidex opa solutiontest strip indicates a concentration above the minimum effective concentration (mec). As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer uses cidex opa solution beyond its 14-day reuse period.